Event description:
A report was received that the patient was not receiving adequate stimulation. The patient underwent a revision procedure wherein the lead was relocated.

Manufacturer narrative:
Device evaluation indicated that the complaint of the patient not getting stimulation was confirmed. The device could not be charged. It was determined that u2-asic was defective. The device data was captured using a substituting battery. It was confirmed that the device had been functioning normally prior to the revision procedure. It couldn't be determined if electrocautery was used during the procedure. Exposing the ipg to high voltage transients can cause this type of failure.

Event description:
A report was received that the patient was not receiving adequate stimulation. The patient underwent a revision procedure wherein the lead was relocated.